Event description:
It was reported the closure tops loosened post-operatively. The original surgery treated l3-s1 with sequoia instrumentation and tm-300. The closure tops on the right l3-l5 were found to be completely out of the screw. Revision surgery was performed. No further information is available at the time of this report.